Manufacturer narrative:
Returned to manufacturer: 27-april-2018. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Device evaluation: lens returned dry, in a micro-centrifuge vial. Visual inspection found no visible damage to the lens and residue on the lens surface. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -10.0/+1.0/84 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (b)(46 2017. The lens was removed on (B)(6) 2018 due to observation of excessive vault. The lens was exchanged for a shorter length lens and the problem was resolved.